Event description:
It was reported that the patient suffered a cardiac tamponade after transseptal phase and the mapping phase which required a pericardiocentesis and the patient monitoring. No ablation was performed prior tamponade. Multiple attempts were done to request for further details of the event. However no additional information has been provided. No anomalies were found on the catheter during the procedure

Manufacturer narrative:
(B)(4).the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). (B)(4).